Event description:
A trilogy100 ventilator was returned to the manufacturer for foam replacement per field action: c&r 2021-05/06. During the evaluation of the device at the manufacturer service center, it was confirmed that the lcd screen was not readable. It was determined that the lcd pca needs to be replaced to address the issue. The device was scrapped.